Event description:
This rv lead was implanted on (B)(6) 2012 and was capped and abandoned on (B)(6) 2018 due to high pacing thresholds. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).